Manufacturer narrative:
Correction: section h device manufacture date a supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es had a sensor issue. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es had a sensor issue. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 would not sense that it was open. A field service engineer replaced open clothes sensor drawer 2.1 and tested drawers 2.1 and 2.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.